Event description:
It was reported that the patient's lead was explanted and replaced due to invalid impedances and partial stimulation. No product will be returned. As a result of the replacement, the patient is receiving adequate stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.